Event description:
It was reported that during a therapeutic turp ( transurethral resection of the prostate) procedure , after two minutes of normal use, the loop broke in half. The electrode and cord were inspected for damage prior to use. The loop did not contact any hard or metal object during use. According to the reporter, the loop disintegrated inside the patient and the fragments were washed out by the irrigation fluid, the broken piece disincarnated inside the patient. A second loop of the same kind was used to continue the procedure. The procedure time was extended by 20 minutes. The intended procedure was completed. There was no patient harm, injury or infection reported due to the event. No user injury reported.

Manufacturer narrative:
The customer returned the a22201c hf-resection electrode lot# 1000081151 for evaluation due to ¿after two minutes of normal use, the loop broke in half.¿ the user¿s complaint was confirmed. A visual inspection on the received condition performed and noted the loop wire is split in half. Additionally, a microscope was used to inspect the device and found evidence of charred marks on the yellow filters from the distal end side. The broken loop ends are intact to the yellow filters and match up indicating that no pieces fell off of the loop end. A functional check was not able to be performed due to the split loop. In addition, inspection found no other damage with the device. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reported issue is most likely due to wear and tear. The loop at the distal end of the electrode wears out during use and may break, burn or melt. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the instructions for use, a suitable replacement device must be provided during an procedure. Olympus will continue to monitor field performance for this device.